Manufacturer narrative:
Customer returned (1) relion syringe in an open poly bag from lot # 7037947. Customer states that the medicine would not draw, the needle stayed in the vial, and there was a leak in between the metal and plastic on the syringe. The returned syringe was examined under the microscope and exhibited a detached cannula and adhesive runoff onto the hub. Little adhesive was observed inside the hub. The loose cannula, returned in the shield, was also examined and exhibited adhesive on the cannula shaft. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Sample will be forwarded to manufacturing ((B)(4)) on 03nov2017 for further review. A review of the device history record was completed for batch # 7065640. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] that did not pertain to the complaint. The probable root causes for this issue are: misadjustment of the adhesive nozzle; flow on adhesive nozzle is set too high. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Investigation holdrege: on (B)(6) 2017, holdrege received one (1) relion syringe in opened polybag from batch# 7037941. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(6), the sample was initially inspected and noted that the syringe was received with the cannula disassembled from the syringe itself and was found inside the shield. Closer inspection of the cannula noted adhesive in small spots along the exterior surface of the cannula itself. The remainder of the syringe was visualized under ultraviolet light and verified the mis-placement of the adhesive on the barrel tip. Probable root cause is misalignment of the adhesive nozzle during production of this batch. When the syringe barrel and cannula pass through this station on the pils (point inspect lube shield), adhesive is applied to the barrel tip opening and the cannula excersised within the barrel tip to spread adhesive evenly. In the event of misalignment, adhesive may be applied to the incorrect locus on the barrel tip, such as in this sample and photos, where the adhesive is clearly along the side of the barrel tip. This would result in a more likely chance of the cannula pulling free of the barrel during normal utilization of the device. Tip (B)(4) was initiated by the holdrege plant to evaluated proper adhesive placement and quantity on all 1ml product. Upon compilation of the data and analysis of the findings, evaluation for corrective/preventative actions will be completed by the manufacturing plant. No additional actions at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, when drawing medication, with the bd relion® insulin syringe 1 ml, 31 g x 8 mm the medication would not draw. The customer redrew and needle stayed in vial. There was leak in between metal and plastic on syringe. There was no report of injury or medical interventions.